Manufacturer narrative:
H.10: through follow-up communication livanova learned that the contaminated device was a livanova unit owned by the customer. The device model and serial numbers have been updated in the dedicated d.4 sections and the manufacturing date h.4 section has been updated accordingly. Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and far away from the surgery field. The device is stored drained. However, at the moment it is not clear if the customer performs the hydrogen peroxide (h2o2) level daily check as prescribed by the device instruction for use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova learned that the reported contamination was not on a livanova loaner device. If the contaminated unit is a non-livanova device is still pending clarification. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.